Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identfied.

Event description:
The account alleges that as they were using the catheter during a case, the catheter knotted itself into a ball and they had to snare it out.